Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative noted that the scan was very limited field of view. When they attempted to load the previous registration they received a headframe error. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site would begin tracing the patient via dwell after thresholding the model. Initially the image appeared as a block. The site would then trace but the trace points would remain blue and never provide a registration metric. System was restarted several times and site was eventually able to get a passing value of 0.3, however, when accuracy was verified the color zones were lost and site felt inaccurate by 8 mm. There was no impact to patient and a delay to procedure of less than an hour.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.